Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h4, h6, h10. The certas valve was returned for evaluation. Device history record (DHR) - the product code 828814 with lot 3441870 conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 7. The valve was visually inspected; needle holes in the needle chamber were noted as well as cut/tear in the silicone housing around the siphon guard. The valve was hydrated . The valve could not be reflux tested as per internal process due to the damaged silicone housing. The valve was leak tested and only leaked from the needle hole in the needle chamber and the cut/tear in the silicone housing around the siphon guard. The siphon guard was visually inspected marks were noted in the siphon guard. The valve passed the test for programming, occlusion, siphon guard and pressure. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation the no occlusion issues were noted with the valve. The root cause for the cut/tear found in the silicone housing around the siphon guard was due to a sharp or pointed object coming into contact with the catheter, as noted in the "IFU", silicone has a low tear/cut resistance, no leakage was noted from the cut/tear at the time of investigation.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve was implanted into a (B)(6) patient via v-p shunt on (B)(6) 2019 with setting 4. The patient had nausea and headache due to slit-like ventricles. The set pressure was raised to 7, however, the slit-like ventricle did not improve. An obstruction was suspected and the valve was removed and replaced on (B)(6) 2021. The patient is recovering.